Event description:
The facility's technician reported an infusion pump with a 538 failure code which occurred during patient use. The technician stated that there have been no reports of any patient incident involving the pump since the last baxter service event. Information was requested by baxter regarding specific patient information, whether or not there was a report of medical intervention or patient injury, pump programming, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available. The technician stated that a bag was being used, but the size was unknown. Additional contact information was requested but not provided.